Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an ipg replacement that met longevity, the patient's system diagnostics recorded high impedances on the leads. Surgical intervention took place where the leads were explanted and replace to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.